Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason(s) for reoperation is/are: "ruptured". Clarification to d4, device reported was mcghan. Continued e1 phone number: (B)(6); fax number: (B)(6).

Event description:
Healthcare professional reported "ruptured". This record is for unknown side. Device status is unknown.